Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5092-52 implantable pacing lead (B)(6) 2005; 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was symptomatic when paced in the ventricle. Device program settings did not seem appropriate for the patient's fast ventricular rate so device timing was lost. Setting changes were recommended. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.